Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post a stenting treatment procedure, restenosis occurred. An unknown size taxus liberte stent was used to treat an unspecified lesion. Follow up angiography performed an unknown number of days post index procedure revealed 50% stenosis in the proximal left anterior descending coronary artery with a reference vessel diameter of 3.5mm. It was reported that the lumen was "2.0x2.0mm" and that it was not significant stenosis and no action was taken to treat the lesion. It was noted that the mid left anterior descending artery had 0% stenosis with a reference vessel diameter of 3.0mm. The 9 month follow up visit performed 1 month later and the 1 year follow up visits continued to find the patient without anginal symptoms. Additional information has been requested and is not available.